Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell modules, likely attributed to mishandling. The observed cracked front cover indicated that the platform was dropped by the user which likely damaged the load cell component. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front cover at the front end area and the top cover had a crack from the inside of the platform. The observed physical damage appeared to be characteristic of user mishandling. The front and top cover will be replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 07 around the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that both load cell modules were defective (the output reading values are over-reporting). The load cell modules will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported the autopulse platform(sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. The customer replaced the lifeband but the platform again displayed (ua) 07 upon powering on. No patient involvement.